Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed displacement test. Unit received with minor scratched display window and case. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would not unlock and the buttons would not work. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer stated that the insulin pump block mode is inactive and the easy bolus feature is off. Unable to complete the keypad anomaly troubleshooting due to unable to unlock the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.